Event description:
The customer called requesting assistance on removing the plunger out of the reservoir. Advised the diabetes clinical manager of using the proper technique. The customer stated that after loosening the plunger rod noticed insulin leaking through past o rings. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.